Manufacturer narrative:
Reason for reoperation: rupture. Clarification b3 - ultrasound performed (B)(6) 2025. Clarification to d6a: implant date was reported as feb 2012. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced. Device will not return.